Event description:
The customer reported oil mist coming from their unit. The customer reported one employee with symptoms of a sore, scratchy throat, and a hoarse voice. The employee did not seek medical attention and did not require treatment for her symptoms. The asp field service engineer repaired the unit.